Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a folfusor did not flow during therapy. The patient did not receive their full dose, but no clinical consequences were reported. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.